Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8173315. Our records show that this is the only instance of a defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the evaluation of the returned device allowed our engineers to determine that the most likely root cause was interaction with the slide clamp, this conclusion was based on the characteristics of the observed damage to the extension tubing. No abnormality was found in all parameters of the returned sample, so it cannot be concluded what caused this failure.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage during use.